Event description:
When icast balloon was attempted to be retracted into the sheath, despite full deployment the balloon stripped off of the wire. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
Based on the info atrium rec'd from the user facility about this complaint, it was reported that the balloon appeared to be fully deflated (as seen angiographically) before attempting to pull back through sheath. It is also reported that a 25% mix of contrast was used. The balloon could not be fully withdrawn into the sheath, so further attempts to deflate were made. Further forceful attempts to withdraw the balloon were made and the catheter, less the balloon was withdrawn. Based on these observations, it is possible that there may have been residual contrast in the balloon, perhaps not seen at a 25% concentration. The attempt to pull the balloon into the sheath was successful but the residual contrast accumulated in the distal cone causing it to bulge and become an obstruction. The force imparted to the distal neck exceeded the tensile strength, thus breaking the neck. The user's continued attempts to pull back simply transferred the load onto the proximal neck, breaking it as well. The lot history for the product was examined and nothing was noted regarding this issue. Finished lot testing involves passing 20%of the lot through a 7fr introducer, deploying the stent, deflating the balloon and withdrawing the balloon back through the sheath. This lot of devices passed all test criteria. This is the only complaint of this nature rec'd for this product code and should be considered an isolated event.